Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out-of-range pace impedance measurements and loss of capture (loc). However the patient did not report any symptoms. Subsequently, a revision procedure was scheduled. During the procedure, out-of-range pace impedance measurements were reproduced when the lv lead was tested with a pacing system analyzer (psa). The physician attempted to remove the lead but only a proximal portion of the lead came out. The distal portion of the lead remains in the body. The physician believes there was a fracture at the point where the lead broke upon extraction. A new lv lead was placed without incident. No additional adverse patient effects were reported.